Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the reported issue was confirmed due to a faulty cable unit. The video connector failed the leak test. The rear cover labels were found fading. No other issues were found during the inspection. If additional information is provided a supplemental report will be filed.

Event description:
A user facility reported that during the middle of a diagnostic procedure there was no image while using a camera head. The procedure was completed with a different device with no delays in the procedure. The device was inspected prior to use and no abnormalities were noted. It was confirmed that there was no patient injury due to the reported issue.

Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: ¿do not coil the camera cable with a diameter of less than 20 cm. Never excessively pull the camera cable but straighten it gradually when it is coiled. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged.¿ the root cause could not be conclusively determined. Probable causes that could have led to the reported event include that the images were not displayed because the cable could was broken, so the video communication could not be transmitted to the server.